Event description:
The device was used during a colon resection procedure. Reportedly, the instrument jammed. No pt injury was reported.

Manufacturer narrative:
The instrument was approximated over test media and would not fire. Inspection revealed interference between the frame and pusher channel.